Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control confirmed the reported issue. The cause was a loose power-to-therapy-pcb cable connector. The cable connector was reseated and the device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.